Event description:
It was reported that the keypad of the insulin pump was unresponsive. It was reported that the customer went to the swimming pool. When they wanted to reconnect the insulin pump the buttons were unresponsive. The customer's blood glucose was 96 mg/dl. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.